Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was not sensing except in unipolar configuration. Low impedance was also observed, possibly due to insulation damage. It was also reported that the right atrial (ra) lead was not sensing intrinsic activity and was exhibiting low impedance due to possible insulation damage. Action is to be considered once the patient's respiratory infection clears. Both leads remain in use. No patient complications have been reported as a result of this event.